Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the company representative replaced the lamp in the auxiliary illuminator, the footswitch cable, and the male / female pneumatic connectors. The company representative then tested the system and found it to meet relevant specifications. The system was manufactured on december 15, 2014. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the auxiliary illuminator wont turn on and the connector was broken. Additional information has been requested.